Manufacturer narrative:
The technician found one of the trend cylinders were out of adjustment. He adjusted the trend cylinder to repair the bed.

Event description:
Information received indicates the bed will no go into trendelenburg.